Event description:
It was reported that the bd syringe luer-lok¿ tip experienced difficult plunger movement. The following information was provided by the initial reporter: the plunger was too hard to move.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections.

Manufacturer narrative:
H6: investigation summary one 10 ml syringe sample and photos received by our quality team for investigation. Upon visual inspection, no defects or issues observed. Break out force and sustaining force are performed, results are within specification limits. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported that the bd syringe luer-lok¿ tip experienced difficult plunger movement. The following information was provided by the initial reporter: the plunger was too hard to move.